Manufacturer narrative:
The last calibration on 23-feb-2026 were successful. Controls were outside of range on the day of the event. A review of alarm trace data did not show any relevant alarms. The field service engineer found a stripped nozzle screw, causing the nozzle to sit high in the dilution cup. Salt buildup was observed and the pin of the reference electrode had moisture. The ise assembly was removed and replaced. The wash station was cleaned. The reference electrode was replaced. Calibration and controls recovered within specified ranges. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas pro ise analytical unit. The customer noted they also received calibration errors and ise noise errors. The doctor questioned the initial results based on the diagnoses of the patients. The samples were repeated on the same analyzer and the repeat values were deemed correct. The first sample initially resulted in a sodium value of 152 mmol/l and it repeated as 140 mmol/l. The second sample initially resulted in a sodium value of 155 mmol/l and it repeated as 141 mmol/l.